Event description:
On (B)(6) 2012, the distributor contacted animas alleging that the audio bolus button was unresponsive. There is no additional information available for this complaint. This complaint is being reported due to the alleged audio bolus button issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the audio bolus was found to be detached from the pump. A damaged bolus button will allow contamination to permeate the button contact negatively impacting the button function. The issue should be obvious and detectable to the user and should alert the user to discontinue use of the device.